Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate pancreatic pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. During the procedure, the stent was placed in the correct position and the axios was released. The first flange deployed successfully, but when the second flange was released, it became stuck and did not deploy. The physician attempted again, but without success. Additionally, resistance was encountered during the stent deployment. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Imdrf device code a150208 captures the reportable investigation finding of stent second flange stuck in scope.